Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported receiving alert 42 (current sense circuit failure) at least four times during normal use of the ilet device. The agent instructed the user to perform a dry run, but the device could not complete the process due to the recurring alert. The user transitioned to backup insulin therapy. The event resulted in no reported blood glucose abnormalities, symptoms, or injuries. Replacement of the ilet was arranged.